Event description:
Pt underwent ICD evaluation following several inappropriate shocks. Evaluation revealed no obvious abnormalities, suggesting intermittent short. The leads were capped. The pulse generator was removed and a new system placed.